Event description:
During the PICC line placement, operator had a difficult time gaining access into the vessel. Wire was manipulated in and out of the needle to advance the wire through the vessel. During access the wire caught on the needle. At the conclusion of the procedure, the wire stuck in the needle; the device separated leaving a one centimeter segment inside the pt. A cut-down of the vessel was required to remove the distal tip of the wire.